Event description:
It was reported that the patient had a low speed alarm on 08jul2022 around 3:00 am. Upon interrogation the patient was noted to have a pump speed decrease to 3470 revolutions per minute (rpm). X-rays of the driveline were unremarkable. The patient was given an ungrounded cable and instructed to call for any further alarms. A follow up was planned to discuss next steps, including possible driveline repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from (B)(6) 2022 through (B)(6) 2022. Low speed events were captured on (B)(6) 2022, with speed reductions as low as 3470 revolutions per minute (rpm). These events occurred while the patient was connected to 14 volt (v) battery power and resulted in low speed advisory and low speed operation alarms. No pump stoppages were recorded throughout the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the driveline repair; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the patient had a low speed alarm on (B)(6) 2022 around 3:00 am. Upon interrogation the patient was noted to have a pump speed decrease to 3470 revolutions per minute (rpm). X-rays were planned and a short to shield was suspected. X-rays of the driveline were performed and were unremarkable. In order to prevent pump stops due to the short to shield, the patient was kept on an ungrounded cable and battery power. The patient was instructed to call for any further alarms. A follow up was planned to discuss next steps, including possible driveline repair.